Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after 130 units of insulin were used to fill the cartridge during the loading process. Customer added insulin and the load process was successfully completed. Customer's blood glucose was 100-200 mg/dl.